Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients spinal cord stimulator paddle lead had migrated after a fall, which resulted to inadequate pain relief. It was believed that the patients fall was device related. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.